Manufacturer narrative:
The astral internal battery was returned to resmed for an extensive engineering investigation. Performance testing found no abnormalities or charging issues with the internal battery. Review of the battery data logs revealed the occurrence of an internal battery degraded alarm. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the low priority internal battery degraded warning alarm was triggered due to a software issue. The identified software issue does not affect the core performance of the battery or device; therefore, the device will continue to provide ventilation as per specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device's internal battery was not fully charging and it discharged rapidly. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device's internal battery was not fully charging and it discharged rapidly. There was no patient injury reported as a result of this incident.